Event description:
Event description: guidant received information that the pt implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population expired for unspecified cause. The family of the pt retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction.

Manufacturer narrative:
Not returned. Event conclusion: as of this report, the device has not been returned to guidant for analysis. There is no add'l info related to this event. Guidant will continue to investigate the complaint, and if add'l info becomes available, the event will be reopened. In june, 2005, guidant issued a physician communication regarding deterioration in wire insulation within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in april and november of 2002. This device was manufactured before april, 2002, and is included in this population. While this device was part of the advisory population, guidant does not have sufficient information to determine if this device behaved in the manner described in the advisory.